Manufacturer narrative:
The exposed portions of the soft cannula were observed to be torn, where it was observed to be leaking. The tear was measured to begin at 0.7705 inches from the nail head and end 0.8180 inches from the nail head. Damages were observed on the environmental seal, although it could not be determined if the observed damage contributed to the observed cannula tear. No timeouts or drive stalls were observed. The timing and cause of the observed cannula tear could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: up1a.231005.007.s918usqs3cxe3. Hardware: sm-s918u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer unsure delivering insulin at the infusion site (abdomen). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to (327 mg/dl) while wearing the pod between 4 and 24 hours.